Event description:
It was reported by the patient that their implantable pulse generator (ipg) moves all over the place and it is sore. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.